Event description:
When removing the product from patient, the nurse found the needle inside the extension tube.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).